Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: how many devices broke during this single procedure? Please clarify two devices broke. Was there any adverse patient outcome? There were no adverse consequences to the patient. Lot number? No further information is available. According to the surgeon, pds had deteriorated so much that the surgeon thought "was the package originally opened and kept touching the outside air?" And the suture easily broke during suturing. Suture method : interrupted suture. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-06944 and this report.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. The suture broke easily during interrupted suturing. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 9/28/2022. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one needle suture pertain to the product code z340h. Upon visual assessment of the needle-suture piece, it was observed that the strand had begun with a degradation process caused by exposure to the environment. This product code contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-06944.